Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device had returned for evaluation at a third-party service center. The customer's issue was not confirmed on the device when performing the functional test on the device. Since the reported issue was not confirmed on the device, there was no repairs made to and/or part(s) replaced to address this issue on the device. Additional findings not related to the malfunction/issue were several system errors found on the device that were not related to the customer's issue. The following parts were replaced on the device due to either contamination or cosmetic issues: internal battery door and muffler assembly. The following part was proactively replaced on the device: air inlet flow filter. After replacing these parts on the device, a functional test was performed on the device, which passed on the device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.